Event description:
It was reported that 298 days after a coronary drug eluting stenting procedure, an in-stent restenosis occurred. During the initial procedure, the target lesions was located in the ostial posterior descending artery (pda). A pre-intervention stenosis of 90% was reported. Following pre-dilation with a 2.5x8 mm voyager balloon, a 2.5x8 mm taxus stent was deployed in the pda in the region of the lesion. A post-intervention stenosis of 0% was reported. The patient received heparin, integrilin, nitroglycerin, atropine, and dopamine during the procedure. The patient presented 298 days after the initial procedure with unstable angina and 95% in-stent restenosis with timi ii "partial flow/perfusion" in the proximal to mid pda. The lesion was predilated with a 2.5x9 mm maverick 2 monorail balloon. Subsequently, percutaneous transluminal coronary angioplasty (ptca) was performed on the pda using a 2.5x9 mm balloon. The patient received heparin, integrilin, and nitroglycerin during the procedure. A post-procedure residual stenosis of 0% with timi iii "complete flow/perfusion" was reported. It was reported that there were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch# 7639408 have been reviewed and no issues of discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.